Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 .

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00514 is being filed to correct the block b3 incident date from 01/03/2023 to 01/03/2024.